Event description:
It was reported that this implantable teligen indicative of battery voltage too low for the projected remaining capacity. This implantable teligen has been explanted and is out of service. There were no adverse patient effects.

Event description:
Through additional investigation it was identified that this report is duplicate to report 2124215-2018-11399. This record 2124215-2018-11399 should be the FDA report number for my report/record.

Event description:
It was reported that this implantable teligen indicative of battery voltage too low for the projected remaining capacity. This implantable teligen has been explanted and is out of service. There were no adverse patient effects.